Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the tubes are inserted into the needle, the tubes do not fill with blood (just two drops)."